Event description:
The suspect device results were 6.0, >8.0, and 6.0 inr. The lab results were 3 or 4, 5.0, and 5.2 or 4.9 inr. The reporter said controls were used with each strip lot change. The device was replaced and requested to be returned for evaluation.